Manufacturer narrative:
(B)(4). Investigation results: visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage noted to the body of the fiber. Visual evaluation revealed that light cannot travel to the fiber face within the sma connector. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the aiming beam to be weak or not visible, thereby confirming the reported event. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) high power single-use laser fiber was used during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the laser fiber made a crackle sound and the aiming beam was not visible. The procedure was completed with another flexiva laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable. This event has been deemed a reportable event based on the investigation results; fiber broken within connector.